Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a persistent post-procedure vasoplegia after a pfa procedure using a farawave catheter. Post-procedure, the patient experienced vasoplegia and chest pain. Noradrenaline was administered. No prolonged hospitalization was required. No device issues were reported. It is unknown if the device will be returned for laboratory analysis.